Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events, 1 event was reported for this quarter. Product return status, 1 device was received. Evaluation findings (results/components), 1 device: wear problem / bearings. Product disposition, 1 device: scrapped by stryker. Additional information, 1 device was not labeled for single-use, 1 device was not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30, 2025. This report summarizes 1 event for the failure: fracture - 1 event had no health consequences or impact.